Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: ¿the cartridge is replaced every 48¿72 hours.¿

Event description:
It was reported that the customer's blood glucose (bg) level was reported to be "high" via cgm reading. Cause of elevated bg was unknown. A bolus was delivered to address bg level. Additionally, the cartridge was in use for two weeks instead of the recommended label usage of 48-72 hours. Tandem technical support educated customer regarding cartridge labeling instructions.